Manufacturer narrative:
Product complaint # : (B)(4). Review summary of operative note and pathology report by ethicon medical safety: the operative note and pathology report were reviewed. From the pathology report, it would appear that there is a single donut sent from the ethicon powered circular firing. It is possible that the two donuts were fused and that there were, in fact two. The dimensions of the specimen could be consistent with either one or two donuts, when comparison is made with the donuts submitted for the second anastomosis performed with the manual stapler. It is interesting that the resected anastomosis appear intact upon pathologic examination, which could not be the case if there was only one donut. It is difficult to reconcile the inconsistency between the surgeon¿s operative note and the pathology report (which in itself is somewhat inconsistent). It is impossible to determine whether or not the powered circular stapler performed as expected given the conflicting available information. Photo evaluation summary: upon visual inspection of six photos, the following was observed: the photos show donut tissue from top view and the donuts can be seen properly cut and formed. Based on the photos reviewed, the event described cannot be confirmed.

Manufacturer narrative:
(B)(4). Batch # unk.   The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information provided: what is the indication for surgery? Colorectal carcinoma. Estimated level of anastomosis: upper rectum. Has the subject had abdominal surgery in the past? Yes. Type of abdominal surgery: colorectal (including appendectomy) was there pre-operative bowel preparation? Yes. Mechanical bowel preparation: true. Antibiotic: true. Have pre-operative antibiotics (IV) been administered? Yes. Number of linear firings to transect rectum: .2 surgical approach: laparoscopy if mis (hand-assisted or non-hand assisted), was the surgery converted from laparoscopic to open? No. Type of anastomosis: end to end. Estimated distance of anastomosis from anal verge: 10 cm. Were there any technical issues with the circular stapler? Yes. Was the device inspected and the washer confirmed to be broken as appropriate? Yes. Did either donut appear thin or incomplete? Yes. Evaluation of excised tissue (sponsor assessment): did either donut appear thin or incomplete? No. What was the result of the intra-operative leak test? No leak. Was a planned diverting ostomy created intraoperatively? Yes. Please provide reason for creating ostomy: low pelvic anastomosis. Were drains placed intra-operatively? No. Technical issue category: incomplete or thin donuts. Please describe any remediation efforts: anastomosis was created with powered eea. Stapler but only proximal donut was retrieved. Thus, the anastomosis was resected and a new anastomosis was created using manual circular stapler. Were there any intraoperative complications associated with the procedure or device? Yes. Date of discharge: (B)(6) 2019. Total length of stay: 3 days. Since the study surgery, was an anastomotic leak confirmed by physical observation or examination? No. Adverse event term: incomplete or thin donuts. Start date: (B)(6) 2019. Relationship to study device: possibly. Adverse event term: hypovolemia. Start date: (B)(6) 2019. Relationship to study device: not related. Blood transfusion: true. Other: bolus IV (1l plasmalyte). Additional information was requested and the following was obtained: where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Prior to firing, the indicator was located at low-b in the green gap setting scale. Was there any difficulty removing the device after firing? If so, please explain. No apparent difficulty was noted while removing the device after firing. Was a leak test performed prior to reconstructing the anastomosis with a manual stapler? If so, what type and what was the result? Yes, an air leak test was performed prior to reconstructing the anastomosis with a manual stapler. The anastomosis was scoped with a colonoscope after submerging it under saline. The result of the leak test was negative as there was no air bubbling and the anastomosis appeared intact. Was the staple line visualized transanally? Were there any issues noted with staple formation? If so, please describe the shape and location. Yes, the presumed anastomotic staple line was visualized transanally but there were some areas of mucosal trauma (caused from the level of dilation from narrowing) just below the presumed anastomotic staple line. It was not possible to assess whether the anastomotic staple line was completely intact. What were the factors that led to the decision to reconstruct the anastomosis? The operating surgeon elected to reconstruct the anastomosis because the distal donut was missing and it was not possible to assess whether the anastomotic staple line was completely intact. Can the photos of the tissue donut(s) be provided? Yes. Please confirm, was the ostomy planned or performed due to the technical issue with the stapler (only proximal donut was retrieved)? The ostomy was not planned. As the procedure was prolonged and the new anastomosis was quite below the peritoneal reflection, the surgeon elected to perform the diverting loop ileostomy to protect the anastomosis and avoid any anastomotic complications. Were there any patient consequences or changes to the postoperative care of the patient as a result of the technical issue with the stapler? Yes, intraoperative time was increased. In the post-operative period, the patient¿s urine output was low for which he was given bolus IV (1l plasmalyte). Also, patient¿s hematocrit was low for which he was transfused 1 unit prbc. What is the current status of the patient? Patient did well after discharge from the hospital and on his recent scope, no defect was found. He is scheduled to proceed with ostomy closure. Photos pending analysis.

Event description:
It was reported that during a colon resection procedure, the anastomosis was created with powered circular stapler (29 mm) but only one donut was retrieved. As the distal donut was not retrieved, the anastomosis was resected and a new colorectal anastomosis was created using manual circular stapler (28 mm). Following the procedure, the patient experienced hypovolemia.